Manufacturer narrative:
Result: the 5maxace catheter is fractured approximately 8.0 cm from the hub. Conclusion: the compliant has been evaluated. The complaint indicates after the boxes were opened the nurse noticed that the 5maxace catheters were broken. Evaluation of the returned devices confirmed fractures in both catheters in the proximal shaft. One catheter was broken 81.0 cm from the hub and the other 8.0 cm from the hub. This type of damage occurs when the product is not properly removed from the packaging hoop. If the catheter is torqued or bent at an angle during removal from the packaging, this type of damage may occur. These catheters are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00236.

Manufacturer narrative:
Device investigation: results: the 5maxace catheter is fractured approximately 81.0 cm from the hub . Conclusions: the compliant has been evaluated. The complaint indicates after the boxes were opened the nurse noticed that the 5maxace catheters were broken. Evaluation of the returned devices confirmed fractures in both catheters in the proximal shaft. One catheter was broken 81.0 cm from the hub and the other 8.0 cm from the hub. This type of damage occurs when the product is not properly removed from the packaging hoop. If the catheter is torqued or bent at an angle during removal from the packaging, this type of damage may occur. These catheters are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
During preparation for a thrombectomy procedure, it was noted by the nurse that two penumbra system 5max ace reperfusion catheters were broken. The catheters were not used in the procedure.